Manufacturer narrative:
The manufacturer has previously reported error codes related to the charging of the internal battery were observed and the power management board was replaced to address the issue. The internal battery was also replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's power management board was replaced to address the issues.